Event description:
The following information was received through abbott patient device tracking (pdt). Per the pdt form, on (B)(6) 2017, the patient died. The cause of death is unknown, and additional information has been requested.